Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use current pump for insulin therapy. Customer¿s blood glucose level was 114 mg/dl.

Manufacturer narrative:
B4, date of report, 3/13/2023 - remove, b4